Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call sensor anomaly. Customer's blood glucose level was 350 mg/dl. Customer's parent advised they had issues with multiple sensors. Customer's parent advised one sensor was missing the other sensor had large differences in appearance compared to when it was new. Customer was advised replacement sensors would be sent.